Event description:
Philips received a complaint on the mrx device indicating that there was a self-test failure. The asp evaluated the device on site. During the onsite visit the device passed the operation check. The customer was informed that the device is out of support due to end of life (eol). The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6)2022. The device remains at the customer site and no further evaluation is warranted at this time.